Event description:
The complainant reported that while removing the catheter from the pt, the tip separated from the catheter body. The tip was retieved with a snare without further complications.

Manufacturer narrative:
The actual device involved in the incident was returned to merit medical systems for evaluation. Visual examination of the returned product showed that the catheter tip had separated - 5mm from the leading edge of the tip/shaft fuseline. The tip tubing showed signs of according and elongation. Additionally, 1 cm below the accordioned section there were signs of kinking. The damage observed is consistent with the use of excessive force applied during either use or removal. A review of the DHR was conducted for the lot. No abnormalities or unusual circumstances were identified which might have contributed to the catheter tip separation. Further investigation of the complaint log showed that there were no other complaints filed for this lot number. Merit will continue to monitor events of this type to ensure that no increasing trends occur.